Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and only part of it was explanted"), device dislocation ("essure devices had migrated / migration of essure device location of device: was not found") and enterocolitis infectious ("infection (other) describe: bowel area") in a 34-year-old female patient who had essure (batch no. 653906,12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatic neuralgia, low back pain, knee pain, flank pain and fever. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("device had broken and only part of it was explanted"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diarrhoea ("diarrhea"), alopecia ("hair loss"), cystitis ("bladder infection"), enterocolitis infectious (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), rash ("rashes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy). At the time of the report, the device breakage, device dislocation, complication of device removal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, cystitis, enterocolitis infectious, migraine, headache, pelvic pain, rash, vaginal discharge, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention from health care provider for the forgoing symptoms. Insertion date provided as (B)(6) 2011 (as per pfs) and (B)(6) 2011 (as per mr). Removal date provided as (B)(6) 2011 and(as per mr)- (B)(6) 2011. Patient underwent an essure type sterilization procedure in the office. Procedure apparently was complicated and difficult and they were unable to insert the essure device into one of the tubes. 3 trailing coils were seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: essure devices had migrated. Most recent follow-up information incorporated above includes: on 26-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, diarrhea, hair loss, bladder infection, infection (other) describe: bowel area, migraines, headaches, pain, rashes, vaginal discharge, lower abdominal pain, vaginal area pain", reporter, lot number added from pfs. Concomitant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury or complication : pelvic inflammatory disease'), device breakage ('device had broken and only part of it was explanted'), device dislocation ('essure devices had migrated / migration of essure device location of device: was not found') and enterocolitis infectious ('infection (other) describe: bowel area') in a 34-year-old female patient who had essure (batch no. 653906,12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's concurrent conditions included sciatic neuralgia, low back pain, knee pain, flank pain and fever. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rashes or skin condition type : rashes"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition :severe diarrhea"), alopecia ("hair loss"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and adhesion ("tumor/ teratoma/cancer - adhesions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), complication of device removal ("device had broken and only part of it was explanted"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, enterocolitis infectious, complication of device removal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, cystitis, migraine, headache, pelvic pain, rash, vaginal discharge, abdominal pain lower, vulvovaginal pain, nausea and adhesion outcome was unknown. The reporter considered abdominal pain lower, adhesion, alopecia, bladder disorder, complication of device removal, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention from health care provider for the forgoing symptoms. Insertion date provided as (B)(6) 2011 (as per pfs) and (B)(6) 2011 (as per mr)removal date provided as (B)(6) 2011 and(as per mr)- (B)(6) 2011. Patient underwent an essure type sterilization procedure in the office. Procedure apparently was complicated and difficult and they were unable to insert the essure device into one of the tubes. 3 trailing coils were seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: results: essure devices had migrated. Batch number: 12420991, man date: nov-2009, exp date: july-2012. Batch number: 653906, man date: july-2009, exp date:july- 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. New event: plaintiff did not underwent essure confirmation test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and only part of it was explanted"), device dislocation ("essure devices had migrated / migration of essure device location of device: was not found") and enterocolitis infectious ("infection (other) describe: bowel area") in a 34-year-old female patient who had essure (batch no. 653906,12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatic neuralgia, low back pain, knee pain, flank pain and fever. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("device had broken and only part of it was explanted"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diarrhoea ("diarrhea"), alopecia ("hair loss"), cystitis ("bladder infection"), enterocolitis infectious (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), rash ("rashes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy).at the time of the report, the device breakage, device dislocation, complication of device removal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, cystitis, enterocolitis infectious, migraine, headache, pelvic pain, rash, vaginal discharge, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention from health care provider for the forgoing symptoms. Insertion date provided as (B)(6) 2011 (as per pfs) and (B)(6) 2011 (as per mr) removal date provided as (B)(6) 2011 and(as per mr)- (B)(6) 2011 patient underwent an essure type sterilization procedure in the office. Procedure apparently was complicated and difficult and they were unable to insert the essure device into one of the tubes. 3 trailing coils were seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in august 2011: essure devices had migrated. Batch number: 12420991 man date: nov-2009 exp date: july-2012. Batch number: 653906 man date: july-2009 exp date:july- 2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("other injury or complication : pelvic inflammatory disease"), device breakage ("device had broken and only part of it was explanted"), device dislocation ("essure devices had migrated / migration of essure device location of device: was not found") and enterocolitis infectious ("infection (other) describe: bowel area") in a 34-year-old female patient who had essure (batch no. 653906,12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatic neuralgia, low back pain, knee pain, flank pain and fever. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rashes or skin condition type : rashes"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition :severe diarrhea"), alopecia ("hair loss"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and adhesion ("tumor/ teratoma/cancer - adhesions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), complication of device removal ("device had broken and only part of it was explanted"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, enterocolitis infectious, complication of device removal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, cystitis, migraine, headache, pelvic pain, rash, vaginal discharge, abdominal pain lower, vulvovaginal pain, nausea and adhesion outcome was unknown. The reporter considered abdominal pain lower, adhesion, alopecia, bladder disorder, complication of device removal, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention from health care provider for the forgoing symptoms. Insertion date provided as (B)(6) 2011 (as per pfs) and (B)(6) 2011 (as per mr). Removal date provided as (B)(6) 2011 and (as per mr)- (B)(6) 2011. Patient underwent an essure type sterilization procedure in the office. Procedure apparently was complicated and difficult and they were unable to insert the essure device into one of the tubes. 3 trailing coils were seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: essure devices had migrated . Batch number: 12420991, man date: nov-2009, exp date: july-2012. Batch number: 653906, man date: july-2009, exp date:july- 2012 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Following event : nausea, other injury or complication : pelvic inflammatory disease, tumor/ teratoma/cancer ¿ adhesions. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and only part of it was explanted") and device dislocation ("essure devices had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device had broken and only part of it was explanted"). On an unknown date, 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device had broken and only part of it was explanted"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy) and surgery (underwent partial hysterectomy and salpingectomy). At the time of the report, the device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: patient sought medical attention from health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: essure devices had migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.